Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30457581m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Initial reporter phone:(B)(6). Manufacturer's ref. # (B)(4).

Event description:
It was reported that a (B)(6) year-old-male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered of gastric dilatation and esophageal vagus nerve disorder. There were no abnormalities during the procedure. The symptoms of complications developed 1 day after surgery. The procedure follow-up showed spontaneous remission. Although symptoms of gastric dilatation developed 1 day after surgery, it was spontaneously resolving with prescription of gastric drugs and follow-up observation. The patient condition was reported as improved. It was not reported if extended hospitalization was required. The physician commented that in accordance with the policy of the visiting physician, the back of the esophagus was ablated at 40 w, but contact force may have been strong. The physician¿s opinion on the cause of this adverse event is that it was procedure related. The cause was thought to be an ablation to the posterior wall of the lpv (behind the esophagus).